Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device went into back-up vvi mode. A device download was successfully performed to restore the device. There were no adverse consequences to the patient.